Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05129. It was reported the patient has been receiving ineffective stimulation since being in an automobile accident (event date is unknown). An impedance check was performed and high impedance was found on one of the leads. Reprogramming to provide resolution was unsuccessful. As a result, the patient will undergo surgical intervention. Both of the patient's leads are being reported due to it being unknown which lead showed high impedance.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05129. Follow-up revealed the patient's (right side) lead was explanted and replaced. During the procedure, the doctor also electively explanted and replaced the patient's ipg (with a different model). Surgical intervention resolved the patient's issue. Both leads are being reported because it is unknown which device was explanted/replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.